Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in an adult female patient who had essure inserted (lot no. 904756,12515308) for female sterilisation. The patient had a medical history of menorrhagia, attention deficit hyperactivity disorder and cervical dysplasia in 2020, cervix carcinoma in situ in 2011, migraine with aura and allergic rhinitis in 2004 and female condom, paratubal cyst and adenomyosis. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: left tubal ostia with four coils visualized trailing after proper placement right tubal ostia with three coils visualized trailing after proper placement. Lot number: 12515308, manufacture date: 2012-01, expiration date: 2014-07, lot number: 904756, manufacture date: 2011-10, expiration date: 2014-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-jun-2021: quality safety evaluation of ptc. On 07-dec-2022: plaintiff fact sheet received. Patient address details added. Reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure (batch no. 904756,12515308) inserted for female sterilisation. The patient's medical history included menorrhagia on (B)(6) 2020, attention deficit hyperactivity disorder on (B)(6) 2020, cervical dysplasia on (B)(6) 2020, cervix carcinoma in situ on (B)(6) 2011, allergic rhinitis on (B)(6) 2004, migraine with aura on (B)(6) 2004, adenomyosis, paratubal cyst and female condom. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: left tubal ostia with four coils visualized trailing after proper placement right tubal ostia with three coils visualized trailing after proper placement. Lot number: 12515308, manufacture date: 2012-01, expiration date: 2014-07. Lot number: 904756 ,manufacture date: 2011-10, expiration date: 2014-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure (batch no. 904756,12515308) inserted for female sterilisation. The patient's medical history included menorrhagia on (B)(6) 2020, attention deficit hyperactivity disorder on (B)(6) 2020, cervical dysplasia on (B)(6) 2020, cervix carcinoma in situ on (B)(6) 2011, allergic rhinitis on (B)(6) 2004, migraine with aura on (B)(6) 2004, adenomyosis, paratubal cyst and female condom. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: left tubal ostia with four coils visualized trailing after proper placement right tubal ostia with three coils visualized trailing after proper placement. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.